Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9236-03pp univers vaultlock¿ glenoid trial, large had an issue, the knob on the glenoid trial broke off. This was discovered during use with no impact to the patient. On (B)(6) 2022, the sales representative provided the following information via email: this event occurred during a total shoulder procedure, revision from hemi, on (B)(6) 2022. The complaint device broke inside the patient, and all fragments were completely removed. No drill was used, the event occurred during insertion. This did not impact the patient, and the patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual inspection it was noted that the central post is broken. The post was not returned for evaluation. The observed condition is attributed to undetermined.